Manufacturer narrative:
Investigation summary : three photos and one 20g bd nexiva closed IV catheter system ¿ dual port device with a top web were received by our quality team for evaluation. Upon inspection of the photos, one photo has an area circled and an arrow pointing to inside the needle cover. There appears to be a slight anomaly but no clear views of the foreign matter that is noted in the customer comments. The device is with all components present and intact. Visual and microscopic observations disclosed that there is a small foreign matter present at the area of the catheter tubing that is located at approximately ½ inch from the tip of the needle. The foreign matter is transparent and flexible and matches catheter tubing material. The length of the catheter tubing and tip was assessed, no damaged is observed to the catheter tubing and the tip grade is within specification. These findings indicated that the material is tubing residuals and not skiving. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During manufacturing, this defect of foreign matter can occur during the tipping process due to process set-up or dirty tipping dies. Per the quality plan, there are in-process inspections conducted to mitigate this occurrence of this type of defect. This is the most likely scenario as the non-foreign matter was confirmed to be catheter tubing and no damage was confirmed to the catheter tubing wall or tip. Cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. The visual inspections per the quality control plan, environmental monitoring, and gowning procedure are followed during manufacturing. A notification of awareness has been sent to the manufacturing department to raise awareness of this nonconformance. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that nexiva 20ga 1.25in hf y w/ cap had foreign matter. The following information was provided by the initial reporter: in CT room, when opened the needle shield, there was a white foreign body on the tip and it could be peeled off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.25in hf y w/ cap had foreign matter. The following information was provided by the initial reporter: in CT room, when opened the needle shield, there was a white foreign body on the tip and it could be peeled off.